Manufacturer narrative:
(B)(4). Complainant part is not expected to be returned for manufacturer review/investigation, as it was reportedly discarded by the facility. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in the (B)(6) as follows: it was reported that during surgery the pulling device broke in the patient. The broken off piece was retrieved from the medial side of the patient with the extraction set. The surgery was prolonged about five (5) minutes. The patient status was reported as fine. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient required a secondary incision to remove the tip of the broken instrument from the medial side. The procedure was completed successfully.